Manufacturer narrative:
The device was received not deployed. Cracks were observed on the top and bottom housing. Corrosion was observed on all internal components, including the pcb, piezo, the mechanism rails, linkage assembly, catch beam, hard cannula, all three batteries, and rear pulley and both anchors. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. The batteries measured to have lower voltage than expected. Due to the internal corrosion, a leak test was completed. A leak was observed on the unexposed soft cannula. An additional leak was observed accumulating around the cannula plug and the reservoir, however a source of the leak was unable to be found. Corrosion prevented the movement of the linkage assembly, so the needle mechanism could not be deployed or reset. Inspection of the pod found no indication of the user having attempted to fill and activate the pod. The plunger was observed to be at the bottom of the reservoir. The investigation could not conclusively determine if the corrosion observed on the internal components of the device were caused by fluid leaking through the cracks into the pod, as the timing and cause of the cracks could not be determined, or by an internal leak when the user attempted to activate the pod. Without the data, the investigation could not conclusively determine the cause of the needle mechanism failure.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward. The pod was not worn. Treatment for reported issue was not specified.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.